Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain when turning on their left site and when lying down. Explant of the implantable cardiac monitor (icm) was scheduled. No further patient complications have been reported as a result of this event.